Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 1/5/2024, it was reported by a sales representative via phone that an ar-2324kbcsp swivelock had an issue during a subscapularis repair procedure on (B)(6) 2024. When inserting the anchor, the eyelet broke inside the patient, and all fragments were retrieved. The device was discarded, and no pictures were taken. An ar-2324bcc suture anchor, biocomposite swivelock with an unknown lot number was used instead to complete the procedure successfully with no patient harm. There was a case delay of under 15 minutes, and no additional anesthesia was administered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.